Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1826, awareness date 21-oct-2015) which refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013; almost one year after the birth of her youngest child. Additional information received on 11-nov-2015 (ptc investigation result). The consumer reported she had essure and nova sure procedure done at the same time in a surgery center while she was put to sleep. She reported when she woke up the pain was horrible and figure it was a mix between; she stated the pain did not went away and soon she started to see an e-belly (as reported) from all the bloating she was experiencing. She went back to her implanting doctor and he put her on pain killers. On (B)(6) 2013, she started her first dose of narcotic pain medication. Over the next year and half, she had been seen in the ER due to debilitating pelvic pain and lower back pain; she had x-rays, CT scans and ultrasounds done and everything came back clear. By that time, she experienced more than 30 side effects including cramping, sharp/stabbing pelvic pains, ovarian cysts, constant bacterial vaginitis, endometriosis, hot flashes, complete loss of libido, urgent and frequent urination, breast pain/tenderness, abdominal spasms, chronic pelvic pain, back/joint/neck/hip pain, pain all over body, nausea, gas, constipation, severe bloating, dizziness, migraines, foggy brain, anxiety attacks, extreme mood swings, depression, chronic fatigue, cysts/boils on upper liner thighs, swelling ankles, insomnia, weight gain, swollen glands, dry skin, hair loss, nickel allergy and many more. The consumer reported she had no information there was nickel in the device and spent almost 2 years in and out of doctors and ER visits. She was almost 2 years taking narcotic pain medication daily just to hopefully ease the pain and discomfort she was experiencing; until her doctor decided to do a hysterectomy on her. On (B)(6) 2015, she had her cervix, uterus and fallopian tubes removed. She reported while the physician was in he noticed she had 2 very full cysts that were about the size of cherry tomatoes on her ovaries, instead of removing her ovaries he drained the cysts. She had the da vinci assisted lavh removing all except ovaries. The consumer stated at the age of (B)(6), she had to have her woman parts removed and she had to stay in the hospital for 3 days afterwards. At time of the report, she was 13 weeks post-op and was felling much better. For the most part, most of the side effects have gone away. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced debilitating pelvic pain sharp/stabbing pelvic pains and lower back pain. She underwent a hysterectomy, had her cervix, uterus and fallopian tubes removed. These events were considered serious and listed in the reference safety information for essure. In this case, consumer started experiencing these events over the next year and half of essure insertion. Considering a positive temporal relationship and based on their nature, a causal relationship with suspect insert cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.